Event description:
Pt was an (B)(6) female with a baseline (B)(4) score of 17. Pt developed hemorrhagic conversion, neuro worsening, possible seizures and reperfusion phenomenon during a case where a merci retriever v 3.0 firm was used. Pt's 24 hour (B)(4) score was 20. Pt expired 6 days after the procedure. There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome.